Event description:
It was reported that approximately two months after implantation of a vena cava filter, thrombus was identified in the ivc and the filter was noted to be tilted. There was no attempt to remove the filter. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.